Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial tachycardia response (atr) events were observed recently with this system and the atrial channel appears to demonstrate noise and oversensing. Additionally, occasional spikes in the atrial pacing impedance measurements were noted. The clinical observations are suspected to have resulted from interaction with the respiratory rate trend (rrt) feature which can potentially detect the signal resulting in oversensing. The rrt feature was programmed off. No adverse patient effects were reported.